Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the blue clave broke off after chemotherapy infusion. Staff did not sequester due to chemotherapy. No exposure or spill occurred. No patient harm reported.

Event description:
Additional information provided stated a medsun mandatory medwatch report (MDR report #: mw5149288) stated: blue cap (clave) on secondary port of tubing broke off while chemotherapy was being infused. Rn did not use any amount of force. Chemotherapy was being completed, rn attached secondary line for saline infusion and port broke off while attempting set up.

Manufacturer narrative:
Received one (1) new 146870489 primary plum set for inspection. No damages or anomalies noted. The reported complaint of a broken secondary port could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.